Event description:
It was reported that there was a device related thrombus. On (B)(6) 2019 a left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The procedure went as planned and the closure device was successfully implanted in the laa of the patient. There were no complications that occurred. The patient was discharged from the hospital. On (B)(6) 2019 the patient was readmitted to the hospital as they had developed a pericardial effusion. The effusion was drained and the patient was then put on only aspirin. On (B)(6) 2019 the patient came in for a follow up transesophageal echocardiogram (tee). The imaging revealed that there was a thrombus on the face of the device. The patient was started on eliquis. A repeated tee was scheduled for a later time.

Event description:
It was reported that there was a device related thrombus. On (B)(6) 2019 a left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The procedure went as planned and the closure device was successfully implanted in the laa of the patient. There were no complications that occurred. The patient was discharged from the hospital. On (B)(6) 2019 the patient was readmitted to the hospital as they had developed a pericardial effusion. The effusion was drained and the patient was then put on only aspirin. On (B)(6) 2019 the patient came in for a follow up transesophageal echocardiogram (tee). The imaging revealed that there was a thrombus on the face of the device. The patient was started on eliquis. A repeated tee was scheduled for a later time. It was further reported that the events captured here have been previously reported under tw: (B)(4) and report number: 2134265-2019-07088.